Manufacturer narrative:
Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Manufacturer's investigation conclusion: a direct relationship between the device and the reported elevated lactate dehydrogenase (ldh) could not be conclusively determined through this investigation. Log files were submitted for review, which captured no atypical events. The pump appeared to function as intended and operated at the set speed for the duration of the files. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). No product is available for investigation. The heartmate 3 lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. This document provides information regarding the recommended anticoagulation, including inr values, as well as the suggested anticoagulation modifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this IFU, ¿introduction¿, lists hemolysis as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, provides information regarding the recommended anticoagulation therapy and inr range. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 28oct2014. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had lactate dehydrogenase (ldh) trending up with a baseline mid 100¿s-200. Ldh started trending up late (B)(6) 2021 at 504, on (B)(6) 2021 at 625, on (B)(6) 2021 at 1020, and on (B)(6) 2021 at 1816. The event log captured routine events, the vad (ventricular assist device) appeared to be functioning as intended.